Manufacturer narrative:
It was reported to intuvie that the infusion pump had been programmed correctly; however, the IV bag was found to be empty before the programmed infusion time had completed. The nurse confirmed that the drug was properly hung and the pump was programmed appropriately. Despite this, the bag was empty while the pump continued to display the correct infusion rate and indicated that the programmed volume had not yet completed. The device was evaluated by a third-party service provider. The reported failure mode could not be confirmed, and the probable cause remains undetermined. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the infusion pump had been programmed correctly; however, the IV bag was found to be empty before the programmed infusion time had completed. The nurse confirmed that the drug was hung and the pump was programmed appropriately. Despite this, the bag was empty while the pump continued to display the correct infusion rate and indicated that the programmed volume had not yet completed. No patient injury was reported.